Manufacturer narrative:
Upon investigating the device involved in this incident, it was determined that the malfunction had occurred due to a drawer failure. A field service engineer replaced the inseparable magnet, reseated all cables and wires, and rebooted the station to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer failure. The customer reported that the drawer failed to stay closed. The malfunction occurred while the user was trying to issue the medication to the patient, and there was no delay in dispensing the medication. There were no adverse events or injuries reported as a result of this event.